Event description:
It was reported that boston scientific technical services (ts) was contacted about recent signal artifact monitor (sam) events due to atrial fibrillation. Ts reviewed latitude and saw two sam events due to high frequency noise on both the right atrial and right ventricular channels, and the field representative noted that the patient had open heart surgery on that day. Ts also saw two atrial tachy response (atr) episodes due to noise as well and noted it was likely during the surgical procedure. Ts advised the field representative to turn minute ventilation back on as the sam and atr events were likely due to the noise. The device and leads remain in service. No adverse patient effects were reported.